Event description:
The pt was implanted with an scs system on (B)(6) 2008. It was reported that she is not feeling stimulation on her right side. A diagnostic test was taken; however, no impedance issues were observed. Additionally, an x-ray of the lead revealed no anomalies with respect to lead position or connection. A physician consultation has been scheduled to discuss the next course of action in this matter.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.